Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized twice for diabetic ketoacidosis. The customer reported excessive thirst, nausea, vomiting and a blood glucose reading of 550 mg/dl. Troubleshooting was performed, and the insulin pump shut off during the prime test. The insulin pump counted up to 0.5 units, then the screen went blank. Nothing further was reported.